Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted. No further events have been reported.

Event description:
It was reported that the patient presented in clinic during follow up. The device was post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made.